Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient was feeling "unwell" and she was taken to the hospital by her husband. The patient was diagnosed with diabetic ketoacidosis. The blood glucose results were between "11.0 mmol/l and 12.0 mmol/l" when she was admitted into the hospital. The patient was treated with unknown medications at the hospital. The patient was hospitalized for approximately 12 hours. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.